Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.

Event description:
The customer stated that he was taken by ambulance to the hospital due to hypoglycemia. The customer's blood glucose reading was 360 mg/dl at the time of the report. The insulin pump alarmed battery out limit. Nothing further was reported.